Event description:
It was reported that the patient had their superion indirect decompression spacer explanted due to inadequate pain relief. The patient is doing well postoperatively. The device was retained due to facility policy and will not be returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.